Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, dyspareunia, vaginal scarring, mesh migration, emotional distress, bleeding, and infections. No further information has been provided.